Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not duplicate the reported issue. The electrodes that were used during the event were tested with the device, and no discrepancies were observed. Proper device operation was observed during functional and performance testing. The device data was downloaded and it was observed there was no patient ECG recording of the reported event. The device will only create a new electronic patient ECG record once it has registered a valid connection to the patient through the defibrillation electrodes. A conclusive cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device kept prompting 'connect electrodes' after it had been connected to a patient. A police officer arrived at the scene approximately 5 minutes after the alarm number had been called. The device was removed, and a back-up device was connected to the patient. Subsequently a couple of defibrillation shocks were administered to the patient. An ambulance arrived and the patient was transported to the hospital, where he passed away, shortly after arrival.